Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported creases in the anti-reflux valve prevented the urine from flowing through. No injury was caused to the patient.

Manufacturer narrative:
The device history record (DHR) was reviewed and indicated that the product was released accomplishing all quality requirements. The sample did not return because it was discarded. The reported condition was unable to be confirmed. The root cause could not be determined. No action is required. Functional inspection and testing are performed on the finished product to check functionality (occlusion/leak) before releasing. This complaint will be used for tracking and trending purposes.